Event description:
Report received of a pt experiencing respiratory depression from an overdelivery due to operator error in programming. The pt was receiving 1mg/ml of dilaudid via a pca pump for pain management therapy. The pump was programmed in the pca only mode, with a loading dose of 0.2mg, pca dose of 0.1mg, pt lockout of 10 minutes and no four-hour limit. The nurse programmed a dilaudid concentration of 0.1mg/ml and not the intended 1.0mg/ml. The pump was initiated in the surgical intensive care unit at 9:50am. At 8:30pm, the pt was transferred to 6 south and was described as "lethargic but arousable, with respirations of 12 to 14 per minutes". The pt was already receiving oxygen at 2 liters/minute. The following morning, the pt complained of pain but was unable to press the button on the pt pendant, so the nurse pressed the button for the pt. Within 5 minutes of the pt pendant being activated, the pt's respirations decreased and the pt was described as experiencing "respiratory depression". The pt was transferred to the heart unit, where the receiving nurse noticed that the pump was programmed with an incorrect drug concentration. The pump was discontinued. The pt received one amp of an unspecified concentration of narcan IV. The pt responded to the narcan. The pt was placed on bipap assisted ventilations as a precautionary measure. Though requested, there was no further info available.